Manufacturer narrative:
G4: 29sep2020. B4: 30sep2020. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised to change the exhalation valve however the problem still persisted. The customer then was advised to retest with a different test lung and patient circuit. The customer responded to the technical advise provided and indicated that they had received a new test lung and the problem was resolved. The device passed all performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12aug2020.

Event description:
It was reported to philips that during preventative maintenance the device's exhalation valve was stuck open. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.